Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the tissue damage/injury resulting in mitral regurgitation could not be determined. However, tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention (additional therapy/non-surgical treatment) and hospitalization were a result of case-specific circumstances as the patient underwent an additional mitraclip procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage and increased mitral regurgitation requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2021, it was noted the mr increased to 3 and a flail was identified lateral to the implanted clip. A second procedure was performed on (B)(6) 2021. Two clips were implanted, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.